Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7f exoseal indicator window does not change color. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 7f exoseal vascular closure device (vcd) indicator window does not change color. Hemostasis was achieved through manual compression. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU), and it was inspected and prepped according to the instructions for use (IFU). No unusual issues were noted with the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. An 8f cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium/plaque at the puncture site, nor was there a stent or stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced while advancing the exoseal vcd through the sheath. No excessive force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd was securely locked with the vascular sheath introducer. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that deployment lever was fully depressed, and the indicator window was found in the black/red/white position. No plug was returned, and the indicator wire was fully retracted. A non-cordis catheter sheath introducer (csi) was returned with the device inserted on the unit. No abnormal conditions were observed during this visual analysis, and it was concluded that the conditions present on the received unit, denoted a complete deployment state. No functional analysis could be performed as the device was already deployed. A high magnification evaluation was executed to evaluate any device internal configuration issue that could be related to the reported event. During this evaluation no damage or abnormal condition was observed to be reported. The reported event by the customer as ¿indicator window - no change to indicator¿ was not confirmed since no abnormal conditions could be identified in the deployed state in which the reported unit was received. The conditions of the indicator window position (black/white/red), deployment lever (fully depressed), and the fact that the plug was no longer on manufacturing position while the indicator wire was fully retracted indicates that no manufacturing issue was related to the reported event as these conditions are the expected to be present when a unit has been deployed. The condition of the returned device does not match the event reported. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Therefore, no manufacturing related defect or anomaly could be contributed to the event as reported. No corrective or preventive actions will be taken.

Event description:
As reported, the 7f exoseal indicator window does not change color. Hemostasis was achieved through manual compression. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU), and it was inspected and prepped according to the IFU. No unusual issues were noted with the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. An 8f cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium/plaque at the puncture site, nor was there a stent or stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced while advancing the exoseal vcd through the sheath. No excessive force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd was securely locked with the vascular sheath introducer. The device will be returned for evaluation.